Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. In addition to this, no blank displays or display anomalies were noted during testing. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Also, the thin plastic strip located above the lcd screen is missing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm and blank display. Customer¿s blood glucose was 104 mg/dl at the time of incident. The insulin pump will be returned for analysis.